Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.